Event description:
It was reported that during a left internal carotid artery stenting procedure, the 5.5 rx accunet (epd) was delivered distal to the lesion and the lesion was pre-dilated with a 4.0 balloon. While attempting to cross the 7.0x30mm rx acculink stent, the stent, sheath and epd were pulled out of position into the ascending aorta. The devices were all removed without issue and the stent was advanced to the lesion without the epd in place. Follow-up angiography revealed that the stent was in the lesion, but the distal lesion was not fully covered. The lesion was post-dilated with a 5mm non-abbott balloon, leaving a 10% residual. There was no adverse patient sequela and two days post procedure, the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. In this case, based on the reported information, while attempting to cross the 7.0 x 30 mm rx acculink stent, the stent, sheath and embolic protection device were all pulled out of position into the ascending aorta. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported filter migration appears to be due to operational context. There is no indication to suggest a product quality deficiency.